Event description:
It was reported by a nurse practitioner that a vns pt experienced vertigo/light headedness and sleep apnea since her vns implant. According to the nurse, the device appeared to be working properly since he checked the device recently. Moreover, the nurse indicated that the pt is on several medications that he thinks could be the issue. Follow-up was made with the nurse and he indicated that at the moment they don¿t know what is causing the pt's vertigo and sleep apnea. Several studies have been done on the pt and everything comes normal. The treating neurologist believes the events are likely related to the pt's etiology of seizures. It is also unk if the events are occurring with vns stimulation or if it's related to insert of vns as the pt is a bad historian. At the moment, no further medical interventions are planned according to the nurse.